Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient¿s bolus calculator was not giving an accurate bolus. The patient reported the bolus calculator was suggesting a higher bolus than was needed.